Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was confirmed to be inoperable due to lack of recharge. The patient had not charged the ipg for 7-8 months. The ipg was explanted and replaced and stimulation was restored. The patient's issue was resolved.

Manufacturer narrative:
Correction: patient and device code are being corrected based on additional information received. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received determined the patient's ipg was operable at the time of ipg replacement. The patient did not want to charge the ipg and was electively replaced with a non-rechargeable model.